Event description:
Healthcare professional reported right side deflation. Healthcare professional additionally reported that the "valve delaminated from shell" and "plug strap separated". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: delamination in the diaphragm valve, crease fold and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination, a striated opening and punctured. Based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A striated edge opening on anterior side assessed as surgical damage. Two puncture opening on anterior assessed to surgical damage like. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.